Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter is an attorney.

Event description:
Litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood, tissue, and bone. Update: 7/3/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Update ad 20 jun 2018 receipt of ppf and sticker sheets record. In addition to previous allegations, ppf alleges loosening of stem and metallosis.